Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
It was reported that the patient experienced a loss of therapeutic effect (increase in baseline pain) from their implantable neurostimulator (ins) following a fall last month where they fell on some wood furniture and hurt their knee/back. In addition, the patient stated that ¿I¿m feeling weird¿ and that they lost the settings (lying down and standing) after the fall. The patient had not contacted their physician regarding the event issue at the time of report. The patient also noted that they could not get any pain medication until (B)(6) 2015 as they accidently through the medication that was kept in a napkin in their purse. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.